Manufacturer narrative:
Additional clinical review based on records received on 04/12/2018: after review of the additional information added 12/apr/2018, it has been determined the new information would not change the clinical statement initially reported in the file. Therefore, no amended clinical investigation or statement is warranted at this time. Should additional information become available regarding a serious adverse event experienced by a patient and/or user related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation or statement will be re-evaluated accordingly.

Event description:
A peritoneal dialysis patient's contact reported that the patient was admitted to the hospital on (B)(6) 2017 for abdominal pain and problems with swallowing. Upon follow up with the peritoneal dialysis nurse, it was confirmed that stated that the patient does not have peritonitis and the abdominal pain has resolved.

Manufacturer narrative:
Lay user/patient clinical evaluation: based on the available information, there is no documentation or indication a fresenius device(s) caused or contributed to a serious adverse patient outcome. Additionally, there is no allegation of the machine malfunctioning or the machine not performing as expected. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available regarding a serious adverse event experienced by a patient and/or user related to a fresenius device(s) and/or product(s), please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis patient's contact reported that the patient was admitted to the hospital on (B)(6) 2017 for abdominal pain and problems with swallowing. Upon follow up with the peritoneal dialysis nurse, it was confirmed that stated that the patient does not have peritonitis and the abdominal pain has resolved.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported that the patient was admitted to the hospital on (B)(6) 2017 for abdominal pain and problems with swallowing. Upon follow up, the patient's peritoneal dialysis nurse stated that the patient does not have peritonitis. The nurse reported the abdominal pain has since resolved, but was unsure about the swallowing problems. The patient is currently recovering.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact reported that the patient was admitted to the hospital on (B)(6) 2017 for abdominal pain and problems with swallowing. Upon follow up, the patient's peritoneal dialysis nurse stated that the patient does not have peritonitis. The nurse reported the abdominal pain has since resolved, but was unsure about the swallowing problems. The patient is currently recovering.